Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 1.0ml 29ga 1/2in bls 500 china foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, when the itinerant nurse opened the insulin syringe, it was found that impurities were on the needle of the insulin syringe and the nurse replaced it immediately.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1229338. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported while using bd syringe 1.0ml 29ga 1/2in bls 500 china foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on march 7, 2023, when the itinerant nurse opened the insulin syringe, it was found that impurities were on the needle of the insulin syringe and the nurse replaced it immediately.